Event description:
It was reported that approximately 94 months after the implant the patient experienced dizziness and syncope. The patient presented to the hospital and experienced there, during a follow up, loss of capture resulting in complete heart block. The patient was resuscitated. A few days later, during a scheduled device exchange procedure the ventricular rhythm was lost and again chb. Resuscitation began as the surgeon quickly opened the pocket, removed the cylos pacemaker and connected the leads to the analyzer for pacing with capture.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. An interrogation of the device was not properly feasible possible. A reinitialization request was prompted on the programmer screen indicating a potential invalid memory content. However, a reinitialization could not be accomplished as a result of a depleted battery. The amount of charge taken from the battery was verified. The battery condition was found to be as expected after a service time of about 95 months. Therefore, the electrical module was attached to an external power supply and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The memory content documented a normal device behavior.